Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to filter fractured and a portion was left embedded in the vena cava when the filter was removed. According to the medical records, the patient was reported to have protein s deficiency and presented with progressing chronic superficial leg thrombosis while on coumadin. The medical history includes leg thrombosis and nicotine addiction. Per the implant records, the patient was reported to have blood disorder with lower extremity deep venous thromboses (dvt). A micro puncture needle was placed into the right common femoral vein and an inferior venacavagram was performed using a right common femoral vein approach. The trapease inferior vena cava filter was placed through and positioned in an infrarenal vein location at the l3 level. There were no immediate complications noted. About eleven years after the filter was implanted, the patient presented with occlusive ivc thrombosis from the ivc filter extending to the femoral veins with recent non-compliance to oral anticoagulation. An infusion catheter was placed; thrombolysis was followed by mechanical thrombectomy. The patient was also diagnosed with thrombocytopenia from drug regimen. The ivc filter was noted to be fractured, and removal was recommended. Under general anesthesia the patient underwent successful ivc filter removal; with small fractured pieces left in situ secondary to embedment,. Severe narrowing was noted post filter removal; therefore, ivc and bilateral iliac vein stent placement was done with no active extravasation noted on post stent venocavogram. Medical history at the time included anticoagulation, sleep apnea and coronary artery stents. The medical records provided also included several images of the trapease filter post removal, with biologic materials adhered to both the distal and proximal ends. One fractured and deformed strut is noted, the timing of the fracture/deformation is unknown. According to the information received in the patient profile form (ppf), the patient reports filter embedded in wall of the inferior vena cava (ivc), fractured filter struts retained in the ivc wall, removal of the filter and further experienced anxiety and fear, becoming aware of these events approximately eleven years after the filter implantation.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of lower extremity thrombosis and/or deep vein thrombosis (dvt), nicotine addiction and protein s deficiency. The patient presented to hospital with progressive chronic superficial leg thrombosis despite anticoagulation therapy. The filter was implanted via the right common femoral vein and placed in an infrarenal position at the level of l3 without immediate complications. Approximately eleven years after the filter implantation, the patient presented with occlusive thrombosis of the inferior vena cava (ivc) from the level of the filter and extending to the femoral veins. The patient was noted to have been recently non-compliant with anticoagulation therapy. The event was treated with thrombolysis and mechanical thrombectomy. The filter was noted to be fractured and its¿ removal was recommended. The patient underwent successful percutaneous filter retrieval with a number of small, fractured segments left in situ due to their embedment within the ivc. The records also include several photographic images that appear to depict the filter after its¿ retrieval. One strut appears fractured and deformed; though the timing of the fracture/deformation is unknown. After the retrieval, severe narrowing required treatment with stent placement in the ivc and bilateral iliac veins. The patient¿s records from this procedure indicate a medical history that included anticoagulation therapy, sleep apnea and coronary artery stenting. The patient further reported having experienced anxiety and fear associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and fragment embedment events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities (including the patient¿s history of protein s deficiency), pharmacological (including the patient¿s non-compliance with anticoagulation therapy) and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to filter fractured and a portion was left embedded in the vena cava when the filter was removed. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to filter fractured and a portion was left embedded in the vena cava when the filter was removed.